Event description:
Information received indicates the head and knee functions do not work.

Manufacturer narrative:
The technician found the wire harness to the control board was not fully inserted. The technician reconnected the wire harness to repair the bed.